Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The internal evaluation determined that the complaint is related to the ventilator that is a demo unit, not for patient use.

Event description:
Manufacturer's ref. #: (B)(4).